Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of pump off events and a power elevation, a specific cause for the events could not be conclusively determined through the evaluation of the returned segments of the percutaneous lead. The submitted log files contain data from (B)(6) 2017 03:06:52 pm through (B)(6) 2017. The captured pump stoppage and low speed events appear consistent with a potential percutaneous lead issue. The device was returned assembled with the percutaneous lead severed approximately 2.5 inches from the pump housing. A segment of the lead measuring approximately 8 inches was also returned. The outer silicone jacket layer was not present on the 8 inch segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high- potential testing of the percutaneous lead segment did not reveal any areas of compromised wire insulation that would have contributed to the reported and observed events. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to the reported and observed events. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the reported and observed events. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The pump was subsequently exchanged and returned for investigation. The device was received for investigation. The evaluation is not yet complete.

Event description:
It was reported that the patient was admitted to the implanting center on (B)(6) 2017 to prep for planned pump exchange scheduled for (B)(6) 2017. Review of x-rays and consultations reportedly determined that a pump exchange was the best course of action for the patient. The pump was explanted and received by the manufacturer.

Manufacturer narrative:
The ungrounded patient cables provided to the patient were reported under medwatch MFR report # 2916596-2016-01147. The referenced distal end percutaneous lead (driveline) replacement was reported under medwatch MFR report # 2916596-2017-00710. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a clinic visit on (B)(6) 2017 a series of pump off events around 16:00 on (B)(6) 2017 and (B)(6) 2017 were observed. Due to internal percutaneous lead (driveline) damage that cannot be repaired, the patient uses an ungrounded patient cable at home and only had ungrounded patient cables at home. The patient was reported as generally doing well. The pump stop events occurred while the lvad was fully on battery support. The patient was admitted on an unspecified date for a planned pump exchange to occur on (B)(6) 2017 due to the short-to-shield issues. Reportedly, no additional lvad alarms had occurred while on batteries and ungrounded cable.